Event description:
During a six-month f/u visit, a restenosis seen under diagnostic ultrasound in the proximal portion of the previously placed stent in the right superficial femoral artery (fsa). The pt is an 83 yr-old female. The target lesion was the mid and distal right sfa. The lesion was de novo and the vessel was straight at the lesion site. The total lesion length was 170 mm, total occluded length was 2.5 mm. The lesion was eccentric. There was 100% stenosis. Access method was percutaneous and puncture site contralateral. After pre-dilatation with a sailor/invatec 5 x 80 mm balloon, two smart stents were deployed in the right sfa. Post dilatation was performed with a sailor /invatec 5 x 80 mm balloon. No dissections reported during the procedure. During the same intervention but after the procedure, a smart stent (6 x 20 mm) was also placed in the popliteal artery (ipsilateral).

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents two products with the same catalog and lot numbers that were used in the same procedure.